Manufacturer narrative:
It was initially reported that the device would be returned for evaluation. However, it was later communicated that the sample would not be provided. This report has been updated to reflect the corrected information. Complaint samples were was not returned to codman and lot number information was not provided; therefore, an evaluation of the devices could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Bactiseal evd catheters. Patient developed infection. Taken to surgery, catheters explanted, replaced catheters with two new catheters (bactiseal) and patient received intrathecal treatment for infection.